Event description:
It was reported that this right atrial (ra) lead exhibited undersensing and dislodgement is suspected. It was noted the p wave decreased from 2mv (millivolts) to 0.4mv and the patient's arrhythmia lasted greater than thirty seconds. Subsequently, this patient underwent a revision procedure, and this lead was explanted and successfully replaced. The explanted lead is expected to return for analysis. No additional adverse patient effects were reported. The product has been returned for analysis.

Manufacturer narrative:
The product analysis was completed and noted the lead returned in two segments. The lead was severed at 83 mm from the terminal end. The total length is approximately 520mm. Based on normal lead resistance measurements, a passing hipot test and inspection showed no conductor issues on the segments of the returned lead and the undersensing and low amplitude allegations were not confirmed. The dislodgement allegation was also not confirmed by product analysis but is a known inherent risk of the device.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing and dislodgement is suspected. It was noted the p wave decreased from 2mv (millivolts) to 0.4mv and the patient's arrhythmia lasted greater than thirty seconds. Subsequently, this patient underwent a revision procedure, and this lead was explanted and successfully replaced. The explanted lead is expected to return for analysis. No additional adverse patient effects were reported.